Manufacturer narrative:
D4 lot number from 0033275889 to 0031620134. Device evaluated by MFR: the complaint device was received for product analysis. Visual examination revealed that the seal on the packaging is still intact and the batch number on the label is 31620134. Media was provided in the form of two photos. One of the photos shows the device still in the pouch with the batch number 31620134. The second photo shows a shelf box with the batch number 33275889. Inspection of the remainder of the device presented no damage or irregularities. Media analysis confirmed the batch numbers are different.

Event description:
It was reported that labeling issue occurred. A 6.0mmx80mmx135cm-hybrid sterling was selected for use. However, during preparation, it was noted that the product inner pouch did not match the outer shelf carton. The procedure was completed using an alternate device. No patient complications were reported.

Event description:
It was reported that labeling issue occurred. A 6.0mmx80mmx135cm-hybrid sterling was selected for use. However, during preparation, it was noted that the product inner pouch did not match the outer shelf carton. The procedure was completed using an alternate device. No patient complications were reported.